Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device revealed areas of wear and deformation on the corners of the flats. The damage to the device is consistent with the reamers stripping at the connection point after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the investigation's determination of device wear from normal use and servicing, no corrective action is being pursued. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mbt reamer would not connect to the adaptor. The end of the reamer has been dulled from wear.